Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that when the avea ventilator was placed on a patient, and was turned on the end user noted device error. At this time, there is no information regarding patient harm, and remedial action taken by the healthcare facility associated with the reported event.